Manufacturer narrative:
Product analysis: the product has not been returned, therefore no product analysis could be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and eight months after the implant of this transcatheter bioprosthetic pulmonary valve, it was replaced with a tissue valve for an unknown reason. No additional adverse patient effects were reported.